Manufacturer narrative:
A siemens field service engineer went on site and verified the performance of the wash station and the sample probe on the advia centaur xp. No conclusion can be drawn. Quality control results were within the manufacturer's ranges. No other samples are impacted. The samples were sent to a reference laboratory and the results are pending. Siemens has asked that the samples be sent to siemens for investigation. The cause for the positive advia centaur xp rubella g test when compared to an alternate rubella g method is unknown. No conclusion can be drawn. The intended use section of the instructions for use (IFU) states: "the use of the advia centaur rubella g assay to diagnose recent infection by testing acute and convalescent samples is not recommended. The calculated values for rubella igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the rubella igg assay used. Values obtained with different assay methods cannot be used interchangeably. The reported igg level cannot be correlated to an endpoint titer."

Event description:
Customer observed falsely elevated advia centaur xp rubella g results for two samples from the same patient when compared to another method. There are no reports that treatment was altered or prescribed or of any adverse health consequences based on the falsely elevated advia centaur xp rubella g result.